Manufacturer narrative:
The catheter separated from the hub. It was reported that it had to be surgically removed.

Event description:
The catheter became disconnected from the hub. It was stated that the catheter had to be surgically removed.